Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-19308, 1627487-2021-19309. It was reported that the drg system was not providing effective stimulation for almost a year. Several attempts of programing were unable to solve the issue. As a result, patient is awaiting surgical intervention to explant the drg system in the near future.

Manufacturer narrative:
Date of event is estimated.